Manufacturer narrative:
Per tandem¿s user guide: ¿your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred after the pump was inadvertently put into the washer. Blood glucose was in the 200's (mg/dl). During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended.